Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving lioresal (2000 mcg/ml, 269 mcg/day) via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that a motor stall was seen at initial interrogation and the patient did not recently have an MRI (magnetic resonance imaging). Pump status and/or event log reported "motor stall occurred, multiple motor stalls <(>&<)> recoveries." The logs showed 3 different instances of motor stalls and recoveries, months apart, each with a relatively short duration. It was confirmed that there were no emi (electromagnetic interference)/magnetic sources present. The patient had baclofen to take in case the pump alarmed again. The hcp planned to continue to monitor for the time being. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the motor stalls was not determined. The pump restarted spontaneously. A motor stall occurred on (B)(4) 2018 and the pump restarted on its own. The pump would be explanted if pump stalls continued to escalate. No further complications were reported.

Manufacturer narrative:
G4: the correct g4 date for follow up number 002 was 2018-12-24. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2018-dec-24. It was reported that the duration of the stalls on (B)(6) 2018 and (B)(6) 2018 was 9 minutes. On (B)(6) 2018 the motor stalled for 9 minutes and recovered. On (B)(6) 2018 the motor stalled for 50 minutes and recovered. It was confirmed that the patient had not recently undergone MRI, and it was noted that the patient was a college student and it seemed that when the stalls and recoveries occurred the patient seemed to be at home during the holidays. No symptoms were reported.